Event description:
A dialysis home pt reported a system error 2240 alarm in dwell 1/4 during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm, ending therapy early. The home pt reported her cat had bit a hole in her homechoice cassette tubing. No pt injury was associated with this incident per the home pt and samples were discarded.